Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and a screw was missing at the carrier guide. The comb and screw were replaced and resolved the issue. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that when the skin expands, the device tears the skin despite changing the rollers. Event occurred before surgery. No additional information available at this time. No adverse events were reported as a result of this malfunction.